Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that during an unrelated procedure, the physician noted that the right atrial lead exhibited no slack. No electrical abnormalities were noted on this lead. The lead was capped and replaced on (B)(6) 2021. The procedure was completed and the patient was stable.